Manufacturer narrative:
The reported event of damaged the cable was confirmed. As received, microscopic inspection of the returned lead found some kink on the outer tubing, lead body damaged, and an exposed and broken internal wire. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient was experiencing ineffective therapy and was unable to set their ipg to MRI mode due to high impedance. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively. During the procedure, the physician had damaged the lead.